Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. All conductors stretched, blood/body fluid present on the distal and proximal conductors, inner insulation kinked buckled, outer insulation breached cut, outer insulation cosmetic depression, blood present in/on the helix mechanism, and a stylet was stuck in the lead-distal coil; apparent explant damage.

Event description:
It was reported that the patient was having stroke implications due to the lead being implanted in the coronary sinus. The lead was explanted and a new lead was placed in the right ventricular apex. No further patient complications have been reported as a result of this event. It was further reported there was no issue with the lead. The lead was pacing the left ventricle through a pfo closure.